Event description:
The customer reported that there is a problem with the pump, it is saying motor error alarm during bolus and fill tubing. Patient's blood glucose was 100mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display board.